Event description:
Reusable medical device (vendor loan instrument) broke during surgery. While surgeon was placing the depuy trilock femoral head trial (32-13) in the pt, the head broke into 3 pieces. All pieces were recovered and sequestered. Joint space irrigated. Product # (B)(4).